Manufacturer narrative:
Lumenis investigated the reported event contacting the foreign user facility to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. A lumenis healthcare professional evaluated the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photograph), assessment of the skin condition and/or skin type seem adequate . The parameters used for the treatment are within manufacturer's guidelines and labelled indications but at description of abnormal pain and despite burning sensation by the patient at the beginning of the procedure, the operator did not allow sufficient time to assess skin response and proceeded with the treatment. Since a second case apparently occurred on the same day and within same conditions, it is assumed that the calibration of the device was not performed as per manufacturer's guidelines and could have been the likely cause for generating such an event. The patient sustained a minor injury (circumscribed burns essentially first degree, some second degree) that required medical prescription of topicals. The adverse event will not lead to permanent impairment, may possibly induce transient change of pigmentation". An examination of the subject device by a lumenis trained technical expert concluded by stating: "found dot / scratch in sapphire of et handpiece." The engineer reported that the et handpiece was replaced and the subject device operated to manufacture specifications. A review of device labeling um-1080310 lightsheer duet states the following: warning - the sapphire tip of the et handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser energy and can cause epidermal injury and substantially increased pain. A review of lightsheer duet hs/et product risk file shows this is an anticipated risk (# 2.1.6.1 in risk file rd-1084050_l) which has been quantified and found to unlikely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment. Therefore no corrective or preventive actions are required. The probable cause of the reported event to be operator error, a failure on the part of the device operator to follow user maintenance as described in the device labeling. While the information received to date does not confirm that injury required medical intervention to preclude permanent impairment and does not confirm the injury result in permanent impairment of a body function or permanent damage to a body structure, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained first and second degree burn to neck, face and upper back areas following treatment with a lumenis lightsheer duet laser.